Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to the manufacturer that the vns pt's device showed lead impedance greater than 10,000 ohms. It is unk if there was any pt manipulation or trauma at the device site that could have contributed to the reported event. It is unk if x-rays views of the device were taken prior to surgery to assess the integrity of the system. Diagnostic tests performed on the pt's device at implantation surgery revealed proper device function. The pt went through full revision surgery. Follow-up revealed that the pt was in the ER for an unk reason when the high lead impedance was first seen. Good faith attempts to obtain additional info regarding the reported event and the explanted products for analyses have been unsuccessful to date.